Manufacturer narrative:
Updated information was received clarifying that the machine could function in alt o2 mode. Manual and mechanical ventilation remain functional via alt o2. Reported complaint will be noted during preuse testing, as contained in the user manual. There was no reportable malfunction.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The mixer assembly was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen (o2) concentration or fresh gas flow. There was no patient involvement.